Event description:
Received letter stating a subrogation claim of a property indicated that pride may be responsible.

Manufacturer narrative:
The model number, serial number, and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.